Event description:
The biomedical engineer reported that the central nurse's station (cns) and the secondary monitoring device, the remote network station (rns) was in comm loss. Also, patient data was not going to the emr, which was due to the communication loss. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's station (cns) and the secondary monitoring device, the remote network station (rns) was in comm loss. Also, patient data was not going to the emr, which was due to the communication loss. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps to determine the issue. Nk ts informed the customer the bsm units in use do not report to the cns directly. Comm loss was most likely due to network issues. Nk ts requested the facility's it assistance who informed nk ts that server maintenance was recently performed. Cits was contacted for assistance who corrected the settings. The root is cause determined to be the facility's network environment. Server updates were not performed correctly. Cits assisted with correcting the issues. A review of the serial number history shows no recurrence of the reported issue.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Remote network station: model: rns-6803, sn: (B)(4). Bedside monitor(s): model: ni, sn: ni.

Event description:
The biomedical engineer reported that the central nurse's station (cns) and the secondary monitoring device, the remote network station (rns) was in communication loss. Also, the patient data was not going to the emr, but this was due to the communication loss with the data not going to the cns. No patient harm was reported.